Manufacturer narrative:
Based on the information provided, no conclusion can be made. As reported, the patient developed pain and discomfort three days post implant of the 3dmax mesh. It is reported with ¿symptomatic treatment¿ the patient¿s status is currently good. The contact would not provide any additional information. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1,298 units released for distribution in february 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported on (B)(6) 2023 the patient was implanted with a 3dmax mesh. Reportedly the patient experienced mild pain in the lower right abdomen, accompanied by discomfort three days post implant. It was suspected that the material of the patch was too hard, and it was placed in the body to stimulate the surrounding tissues. It was reported that the patient was treated with "symptomatic treatment¿ and the patient¿s status is now good.